Event description:
On (B)(6)2010, the pt was implanted with an scs system. The pt was implanted with an ans ipg that was connected to competitor leads using an ans lead extension. The pt lost stimulation. The pt programmer and charger will locate the ipg with no problem. The ipg is fully charged and the pt can turn the amplitude all the way up but, does not get stimulation. The pt was sent for x-rays to check lead position and to check for disconnects or pull outs. X-rays showed all connections were intact. Surgery is pending to revise the pt's leads.

Manufacturer narrative:
Eval - method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.